Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens (iol) implantation,the patient was unhappy with vision. At 1-2 week follow up, the patient had posterior capsule opacification (pco) and patient was encouraged to complete drop regimen and expect improvement with time. At 3 month appointment, iol still looks well-positioned within few degrees at most of intended axis. Patient asked to lubricate and come back in a week for repeat measurements. The physician reported about residual astigmatism. Additional information has been requested.